Event description:
It was reported that a malfunction alarm occurred. Customer was not using pump at the time for insulin therapy; blood glucose was not impacted. Customer was to use manual insulin injection for a backup therapy.